Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent 0.5¿ proximal to the distal tip, just proximal to electrode ring 3. The outer shaft material had been fractured at this location. Microscopic inspection of the distal shaft fracture just proximal to electrode ring 3 revealed that internal components were protruding through the fracture. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture that was noted during analysis. During atrial fibrillation surgery, after correctly removing the catheter and connecting the pressure module, the pressure was not displayed. Re-inserting the tail wire did not solve the problem. After replacing the catheter, the problem was resolved, and the surgery was completed normally.